Event description:
We have a vague report based on an informal discussion between a surgeon and a sales agent. The surgeon recounted to the rep that a female pt had just recently undergone an arthroscopic acl repair with the use of a rigidfix cross pin kit (biocryl pins) for fixation. Sometime subsequently, the pt presented with irritation and discomfort at the back of the subject knee; a CT scan revealed that one of the cross pins had backed out of the bone hole, and a fragment had broken off and migrated to the posterior lateral section of the knee. The surgeon and the pt had a meeting on 10/29 to discuss a course of action. A re-surgery to revisit the site and remove the irritant fragment is planned. There are questions out for further detail and info.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.